Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn upon insertion. The incision was enlarged to remove the lens and a suture closed the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens.